Event description:
Event description guidant received information that the cardiac resynchronization therapy defibrillator (crt-d) reached an eri (elective replacement indicator) battery status after 37.6 months of implant. The crt-d was removed and one hour later began to emit a beep tone and could no longer be interrogated. The crt-d is being returned to guidant for analysis.